Event description:
It was reported that the patient experienced ineffective therapy. Reprogramming was unable to resolve the issue. As such, surgical intervention took place wherein the entire system was explanted.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3146, UDI: (B)(4), serial: n/a, batch: 2835616. Common device name: scs lead, model: 3166, UDI: (B)(4), serial: n/a, batch: 2886916. Common device name: scs lead, model: 3166, UDI: (B)(4), serial: n/a, batch: 2886916. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.